Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced leakage issue with five infusion sets on (B)(6) 2026. It was stated that the infusion set tubing was leaking at the site which leads to high blood glucose and was treated by changing the infusion set and waited for the basal rate to correct the blood glucose.